Event description:
An elevated troponin (accu tnl) result from a single patient that was generated by the unicel dxl 800 access instrument. The accu tnl result was 4.52ng/ml. The accu tnl result was not reported out of the lab. The customer re-tested the patient original sample for accu tnl. The repeat result was 0.03ng/ml. The customer indicated that there has been no change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
The customer indicated that qc performed after the event was within their expected ranges. The customer did not provide qc information prior to the event. System check ran on 09/20/05 and 09/26/05 were within specifications. The sample was collected in red top serum tube and centrifuged at 3,200 rpm for ten (10) minutes. The specimen was tested from the primary tube. A field service engineer (fse) was dispatched to the customer lab. The fse inspected the instrument and discovered hardware issues (specific information to supplied). The fse made the hardware repairs. The fse performed field diagnostic test and verified that the instrument was operating per established procedures. A clear root cause was not determined for this event. A malfunction will be assumed for the purpose of this report.